Manufacturer narrative:
This event was already submitted on (B)(6) 2024, in manufacturer report number ¿ 2017865-2024-70792 follow-up ¿ 2, under incorrect serial number.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the patient's pacemaker exhibited far r oversensing. No intervention was performed. The patient was in stable condition.